Event description:
The subject lead was implanted on (B)(6) 2008 with an ovatio crt 6750 (refer to MDR:9610579-2010-00549) ICD. During a scheduled follow-up on (B)(6) 2010, ventricular noise sensing episodes were stored in ICD memories. All electrical parameters (continuity, impedance, thresholds, etc.) Seem to be normal. Review of the files suggested a connection issue or a lead issue. Recommendations were sent on (B)(6) 2010 : a re-intervention should be evaluated in order to check proper lead operation and connection.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.